Event description:
It was reported that the patient presented in-hospital after receiving inappropriate therapy. An increase in capture threshold and decrease in sensing were observed. Perforation with pericardial effusion was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.